Event description:
The pt complained of signs and symptoms of withdrawal. A dye study showed free flow. The catheter was changed to check for integrity. The pump was used to deliver morphine and clonidine. Additional info has been requested.

Manufacturer narrative:
The catheter was returned. A follow-up report will be filed when analysis is completed.